Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that the tip was bent and had char. Then per the event, a deflection test was performed and the catheter failed the tip tilt test and per the char found, the catheter was tested on electrical, temperature and generator, and the catheter failed since the temperature was not being detected on the stockert. The device was dissected and it was found that the puller wire was bent at the tip section causing the waviness. Also it was determined that the root cause for the temperature failure was that the termocouple wire was damaged at the shaft section losing the continuity. The device history record could not been reviewed since the lot # of this product was not provided when event reported. The customer complaint condition about the wavy tip has been verified.

Event description:
It was reported that during the procedure, the physician noted the catheter had wavy tip before insert into the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. During visual inspection of the returned complaint catheter on (B)(6) 2012 (which changed the alert date), it was noted that the tip of the catheter was bent and has char. Due to the retuned catheter's condition (char), the complaint became reportable.